Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufactures final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: <1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during microbiological routine control on this medical device, the colonovideoscope tested positive for an unexpected contamination. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Customer provided endoscope hygiene microbiological test results in which following germs were identified in sampling results. Operator channel - klebsiella aerogenes ->80 cfu/endoscope. Air/water channel - enterobacter hormaechei - >63 cfu/endoscope. Auxiliary channel - enterobacter hormaechei - 2 cfu/ml. Total- enterobacter hormaechei & klebsiella aerogenes - >80 cfu/endoscope.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 1 colony forming units (cfu) of microbes were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The customer states there was no patient infections, no deviations, deficiencies or concerns in reprocessing. Once the investigation has been completed, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.